Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 395 mg/dl. The customer thought that the infusion set site was a cause of the high bg. No damage was reported to the cannula. The customer changed the pump supplies and administered an insulin injection to address the high bg.